Manufacturer narrative:
Correction: pump module is no longer a suspect but concomitant device.

Event description:
It was reported that there were communication errors, system errors, and channels that stopped infusing during a patient event in the ICU. There were a total of four lvps (8100) attached to the pcu (8015) at the time of the incident. It was reported that the nurse was alerted to the fact that channel "c" (s/n (B)(6)) stopped infusing, as evidenced by the patient's clinical condition. Channel "c" was ordered to infuse noradrenaline, 6 mg in 100 ml normal saline at a rate of 4 mcg/min. The nurse attempted to program the channel again; however, after pressing "channel select" the drug library appeared instead of the medication details. The pcu screen then "whited out and came up with startup screen." The device alarm sounded and all channels displayed ¿communication error." At this time, channel "b" (s/n (B)(6)) and channel "d" (s/n (B)(6)) stopped infusing. It was reported that channel "a" (s/n (B)(6)) was "not doing any infusion." As a result, the infusions had to be restarted on a new pump setup. The patient required an increased dose of noradrenaline to maintain blood pressure. It was reported that the pcu error log shows several error codes (800.8000). Although requested, no patient information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there were communication errors, system errors, and channels that stopped infusing during a patient event in the ICU. There were a total of four lvps (8100) attached to the pcu (8015) at the time of the incident. It was reported that the nurse was alerted to the fact that channel "c" (s/n (B)(4)) stopped infusing, as evidenced by the patient's clinical condition. Channel "c" was ordered to infuse noradrenaline, 6 mg in 100 ml normal saline at a rate of 4 mcg/min. The nurse attempted to program the channel again; however, after pressing "channel select" the drug library appeared instead of the medication details. The pcu screen then "whited out and came up with startup screen." The device alarm sounded and all channels displayed ¿communication error." At this time, channel "b" (s/n (B)(4)) and channel "d" (s/n (B)(4)) stopped infusing. It was reported that channel "a" (s/n 13074914) was "not doing any infusion." As a result, the infusions had to be restarted on a new pump setup. The patient required an increased dose of noradrenaline to maintain blood pressure. It was reported that the pcu error log shows several error codes (800.8000). Although requested, no patient information was provided.